Event description:
The complainant reported that during an angiogram procedure, the stopcock rotator burst and detached. No harm or injury to the patient was reported.

Manufacturer narrative:
Evaluation - conclusions: the suspect device was not returned. However, an investigation into similar complaints with the suspect device is ongoing. A follow-up report will be submitted when additional information is available.